Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (add gel / damaged cable) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the dn strain relief, damaging internal wires. The cause of the add gel messages is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would failed testing. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the inability to complete testing is the damaged components. The cause of the damaged components is the high voltage deviation. The root cause of the high voltage deviation was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt indicating that it had a damaged cable and was producing add gel messages without prior gel release. In addition, during servicing of the patient's monitor, which was returned for an unrelated issue, a reportable problem was found. The monitor failed testing.